Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick connectors. System operates as intended.

Event description:
Customer reported that there was a snapping sound during exposure. No patient injury was reported.